Manufacturer narrative:
Used to indicate endoleak. A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleaks .

Event description:
The following information was reported to gore: on (B)(6) 2008 a patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2014 a reintervention took place whereby the right internal iliac artery was implanted with a covered self-expanding stent. Two gore® excluder® aaa endoprostheses were also implanted in this reintervention ( pxc141400 sn (B)(4) and pxc141200 sn (B)(4)). On (B)(6) 2015 a proximal type I endoleak was recognized and treated by means of an additional aortic endograft.